Manufacturer narrative:
(B)(4). A wallflex biliary rx partially covered stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the clear outer sheath was kinked at the guidewire access sheath (gas) and at the distal section. The gas tab was lifted. The inner member was kinking out of gas, twisted, kinked at several points along its length and was broken/ detached. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. No other issues were noted to the stent and delivery system. The damages noted to the returned device are consistent with the application of excessive force during attempted deployment. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures are most likely due to anatomical or procedural factors such as characteristics of the lesion, handling of the device, the techniques used by the user and normal procedural difficulties encountered during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used to be used to treat a biliary stenosis due to a pancreatic tumor during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The stent was fully covered by the outer sheath when removed from the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the inner shaft/ sheath was detached/separated.